Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have been exhibiting high out of range pacing impedance measurements of greater than 2000 ohms for a while. A disk was sent in to boston scientific technical services (ts) for review which confirmed that there was chronic out of range pacing impedance measurements on the rv lead. Sensing and threshold measurements are within range and stable. It was noted that the patient has elected to have the defibrillation portion of her device programmed off for personal reasons. The physician will continue to monitor the patient. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.